Event description:
Customer reportedly received results of 372 mg/dl, 161 mg/dl, and 138 mg/dl within 5 minutes on the nano system. No actions taken based on device results. No adverse event reported. The alleged product was requested for evaluation.